Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the large knob was turned in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. When manipulated, a black screen with pixelation was displayed before the image was lost, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause for wcs protrusion in devices manufactured on 29aug2017 and 06sep2017-27nov2017, when pebax batch 5002139699, with greater wall thickness than the previous pebax batch, was utilized in production, is that the application of the temperature was not focused on the bond b region. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a common bile duct stenosis procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, visualization was lost during bile duct probing. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.